Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Supplier (erkodent) reviewed the associated material lot and confirmed no material defects. Lot# ep3mm11289 was manufactured from 3/25/19 and was assigned with 3 years expiration. Connector lot# slcn21916exp4/24 was manufactured from may 2018 and will be expired april 2022. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator visually inspected the returned device. Both upper and lower tray were returned and attached with impression stone model. The original case was also returned. The results were summarized below: roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was observed. General cleanliness - the device was returned in very clean condition. Case was also returned in a good condition with label. Accessories - the connector and bite tabs were all intact. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 7322 rev 2.0 (silent nite sleep appliance instructions for use) provides warning in precautions "do not soak the device in mouthwash; denture cleanser, hot water or alcohol; do not wash the device with soap, toothpaste or mouthwash; do not dry the device with a blow dryer; do not store in direct sunlight". However, the customer did not provide the information regarding how the patient handled and maintained the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0).

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted. Asked, but unknown asked, but unknown asked, but unknown asked, but unknown model number - not applicable catalog number - not applicable lot number - not applicable expiration date - not applicable UDI number - not available

Event description:
It was reported that a patient experienced an allergic reaction after using an xtra silent night slide link appliance. According to the information provided by the doctor, the patient experienced dryness discomfort and irritation on the gums and cheeks on unknown date. The patient stated, it felt like cuts. The patient has no known allergies.